Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the anterior cruciate ligament surgery with quadriceps reconstruction that the white suture of the tightrope broke when being pulled in. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rtt batch 15450754 was received for evaluation. Visual inspection revealed that the device was severaly damaged; pieces of the frayed suture were received. No sharp edges or major damaged was observed on the button. The most likely cause of the reported failure is user error, including the application of excessive force that may have shortened the suture strands, as well as incorrect surgical technique during device implantation. These factors could have contributed to the malfunction or compromised the integrity of the implant during the procedure.